Manufacturer narrative:
Method: involved device was not returned for evaluation and the lot number is unknown. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility. Results - is based upon assessment of user facility information. The reported information does not indicate that any defect or malfunction of the catheter device is suspected. The user facility contact confirmed that it is unknown whether the catheter may have caused or contributed to the reported event. However, the device was in use within the subject vessel during the reported event which required intervention. Therefore, this report is being submitted due to the probability that this device caused or contributed to the reported event. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use. The warnings/precautions section of the instructions-for-use does address the potential for an event involving vessel damage by statements such as the following: "failure to observe these warnings may result in damage to the vessel, damage to or breakage/separation of the catheter that may necessitate retrieval"; and "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter." In addition, arterial perforation and arterial dissection are listed in the IFU as potential complications of catheterization. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a left main dissection occurred during a diagnostic coronary angiography procedure. Follow-up communication confirmed that: the dissection was not observed during the diagnostic catheterization of the coronary arteries; approximately 30 minutes after the procedure, the patient complained of chest pain and was returned to the cath lab where a dissection of the left main coronary artery was noted; while the cause cannot be definitively confirmed, the only product inserted into the left main artery during the primary procedure was reportedly the optitorque jackie catheter; the patient was stabilized on a balloon pump and sent to bypass surgery; following successful bypass of the lad and circumflex vessels, the patient was reported to be "ok".